Event description:
It was reported by surgeon via sales rep that an edwards aortic bioprosthetic valve was explanted after an implant of 13 years. The reason for explant has not been provided. Despite multiple follow up attempts by edwards, the healthcare provider declined to provide any patient information or medical records due to hospital privacy policy.

Manufacturer narrative:
Despite multiple follow ups by edwards, the healthcare provider declined to provide/release any patient information or medical records due to hospital privacy policy. Furthermore, it was learned that the explanted device was discarded at ths hospital, and therefore was not returned or evaluated by edwards. Failure of bioprosthetic valve can be due to several mechanisms and the root cause may be related to multiple factors such as patient comorbidities and intrinsic properties of bioprosthetic valves. Without additional information and/or device evaluation, the root cause of this event cannot be identified or evaluated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency that may have been related to this event. No further action is required.